Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).customer has returned the product to zimmer biomet. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft got stuck in one of the spikes of the cutter. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this complaint is not reportable since it is a duplicate of (B)(4) which was reported under MFR # 0001526350-2018-00786 . The initial report and supplemental for this complaint was forwarded in error and should be voided.

Event description:
It was reported that the graft got stuck in one of the spikes of the cutter. The skin of the patient was stuck to one spike of the cutter. They took another skin graft mesher and used same size cutter from that box and it worked fine with new skin graft they had to take from the patient. The event occurred during surgery no additional patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is captured by zimmer biomet under (B)(4).